Event description:
The facility reported a pump that would not stop. It is unknown when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump that will not stop was confirmed during product eval. Inspection of the device found that the stop button on the pump head module keypad was inoperative. The keypad on the pump head module was therefore replaced to address the reported condition. The pump was tested and returned within spec. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA.